Event description:
The customer's mother stated that insulin leaked passed both o-rings of the reservoir. The reported blood glucose reading at the time of the phone call was 318 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.